Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that post-implant the right ventricular (rv) lead exhibited undefined bipolar and unipolar impedance qualified as high, and high thresholds. An x-ray was performed and the rv lead connector pin was observed to not be all the way through connector block. The pocket was opened and the implantable pulse generator (ipg) set screw did not feel right. The ipg was explanted and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.